Event description:
On (B)(6), 2013, the lay-user/patient contacted animas, alleging a loss in the basal setting when the animas insulin pump power went out following a battery change. Reportedly, when the animas pump rebooted, there was white lines through the screen and the basil rate was set to 1.925. The patient denied that his basal rate was ever sent to 1.925. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the basal setting issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/29/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history revealed that the daily insulin delivery totals reflected the user¿s programmed basal rates. The pump was exercised for 24 hours and correctly delivered according to the programmed basal settings. The basal settings remained accurate after removing and reinserting the pump battery; no defect was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.